Event description:
It was reported that the device had reached elective replacement indicator (eri). The customer suspects premature eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) - the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however it is in the same family to a device marketed in the us. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis revealed impedance - pre/approaching eri (elective replacement indicator). The weekly battery voltage trend data in save to disk file (B)(4) shows min battery equaling 2.959 to 2.652 volts between (B)(6) 2012 and (B)(6) 2012 which is before device rrt (recommended replacement time) less than or equal to 2.6251 volts.